Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of radicular pain immediately following the procedure. The surgeon determined that the most cranial implant had breached the neuroforamen. In (B)(6) 2017, the surgeon performed a revision surgery where he first used chisels to free the implant from bone and then backed the implant up five millimeters to relieve the breaching. The patient's radicular pain complaints resolved following the revision procedure.